Manufacturer narrative:
Field correction #(B)(4) was installed by field service engineer, which contains the replacement of fixing clamps. Additional the damaged hinges were replaced. The system works again as specified. Corrected data: additional text cumulative (changed from only hinges were replaced to field correction installed and hinges were replaced). (B)(4).

Event description:
Philips was informed that the footboard of the stitching stand fell down from its upright parking position. The footboard scratched the operator's foot on top. No medical intervention was required.

Event description:
Philips was informed that the footboard of the stitching stand fell down from its upright parking position. The footboard scratched the operator's foot on top. No medical intervention was required.

Manufacturer narrative:
The field service engineer (fse) observed that both hinges were defective. Such severely damaged hinges can only be caused by an external force, e.g. Collision with a heavy object and/or at high speed. The fse replaced the defective hinges. The system works again as specified. (B)(4).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA. Int. Ref.:(B)(4).